Event description:
It was reported that the 2800 system had a communication error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.